Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure; ¿tip of harmonic broke off. Retrieved and procedure completed without incident.¿ there were no patient consequences reported.